Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during case, radiation was disabled on the system. The issue occurred intraoperatively, and a patient was involved. Troubleshooting performed that technical services instructed the representative to completely shut down the mobile view station and image acquisition system, unplug them from wall power, and unplug the umbilical cord. The representative confirmed the dongle and key were in the image acquisition system. After plugging the power cord and umbilical cable back in and rebooting the mobile view station before the image acquisition system, the system functioned as intended, and radiation was enabled. The issue was resolved. There was less than an hour delay to the case.